Event description:
(B)(4). My periods had gotten considerably longer and more intense; heavy bleeding to the point I could not longer wear tampons, they couldn't absorb fast enough along with large clots being expelled. For the last several months I've experienced severe cramping, much worse than bc any labor pain I've endured. I've started having acne as though I'm (B)(6), I'm tired all the time and my joints hurt.